Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve frame bent outward due to tortuous anatomy.  The valve and delivery system were removed together as a unit.  A new non-edwards valve was used successfully.  There were no other complications noted. As per photos received, sheath shaft liner torn was observed.  Per pre deco evaluation, a liner strand approximately 0.5 inches in length was present.